Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle pulled off. This customer has used 8 needles from the package and 6 out of the 8 the needle falls off. I have the remaining 28 needles from the package; I can send them if you want to inspect them. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/23/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No patient consequences when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use on the patient. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) contact: (B)(6). Contact role: distributor. Email address: fg@nordenta.dk. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with twenty-eight unopened samples that pertains to product code: fh1642h was received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.